Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient collapsed. The patient was resuscitated and taken to the hospital. Undersensing on the rv lead and no capture during threshold testing were noted. The trend report showed bad sensing values for the past two years. The patient expired 2 days later due to complications. The physician does not believe device related. Stored egms showed normal device function as programmed.